Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, a sales representative reported via (B)(4) that an ar-8927dsc disposables kit for 4.5 x 14 mm biocomposite corkscrew ft drill guide got stuck on the drill bit during a case when drilling into the fifth and would not come apart. The patient was not affected. This was discovered during a procedure on (B)(6)2023, with no reported patient harm. Additional information was received on 11/25/2024: no additional information was available for this case.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging the device during use.